Event description:
(B)(4). Began having rashes and became uncontrollably itchy. The diagnosis was an allergy to something in my body. I have become increasingly fatigued, and began having unexplained pains. All started after essure.